Event description:
It was reported by the customer that bd pyxis¿ medbank tower user was unable to get med order to load on patient's profile. Patient profile was marked as temporary, preventing med order loading and caused odd options during issue. A temp profile created on (B)(6) 2022 was reconciled, leaving one permanent profile. Despite unmarking ¿temporary,¿ the cubex app still showed ¿cannot issue more than available¿ for albuterol neb sol, even with 15 bottles on hand. Issue appeared isolated to this profile and may have started after reconciliation. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that user was unable to get med order to load on patient's profile. A technical support specialist found that the issue was likely caused by a bad reconciliation of a patient profile to a temp profile, advised that temp profiles should only be reconciled to non-temp pharmacy profiles and if done incorrectly, the bad profile should be deactivated, and a new one admitted and closed the case due to no follow-up communication.